Event description:
Patient reported right side "pain and hardened," "mild capsular contracture baker grade unknown," "increase in the radial folds and a small amount of peri-implant fluid," and "small cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, crease/folding of implant, cyst.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2.

Event description:
Patient reported left side "pain and hardened", "mild capsular contracture" baker grade ii and iii, "increase in the radial folds and a small amount of peri-implant fluid" and "small cysts." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The event of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles", "psychological trauma" and "nodule" was later reported. The device has been explanted.

Event description:
Patient reported, unknown side "pain and hardened". "Mild capsular contracture", baker grade unknown. "Increase in the radial folds and a small amount of peri-implant fluid" and "small cysts". Patient later reported, that they "think, that the prosthesis were ruptured, but is not sure". Device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ creases/folding of implant: not observed. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "pain and hardened," "mild capsular contracture baker grade unknown," "increase in the radial folds and a small amount of peri-implant fluid," and "small cysts." Device remains implanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported left side "pain and hardened", "mild capsular contracture" baker grade ii and iii, "increase in the radial folds and a small amount of peri-implant fluid" and "small cysts." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The event of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles", "psychological trauma" and "nodule" was later reported. Device was explanted.

Event description:
Patient reported left side "pain and hardened", "mild capsular contracture" baker grade ii and iii, "increase in the radial folds and a small amount of peri-implant fluid" and "small cysts." Patient later reported that they "think that the prosthesis were ruptured, but is not sure." The event of ¿breast prosthesis lined by hyalinized fibrous capsule with mild chronic inflammatory permeability and scattered multinucleated giant cells engulfing silicone particles", "psychological trauma" and "nodule" was later reported. Device was explanted.